Manufacturer narrative:
The insulin pump was received with intermittent escape, act, and up arrow buttons response due to flattened button dome switch. No unlocked lcd keypad connector noted during our visual inspection. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was reset and programmed current time and date. The insulin pump was tested with a water fill reservoir, monitored for four days with 1.0 unit basal rate and several boluses were programmed and delivered; the units left at the insulin pump display matched properly unit left at test reservoir. No bolus anomaly noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse reported via phone call that the buttons on the insulin pump were sticking and hard to press. No significant events leading to the keypad issue. They also mentioned that there might be a delivery anomaly since the customer noticed he had more than usual insulin left in the reservoir after 3 days. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.